Event description:
Catheter was placed as a central venous catheter on 1/15/96. Catheter tip placement was verified by x-ray. Pt reported no problems with catheter during 9 week course of antibiotic therapy. At end of therapy, the nurse was unable to remove the catheter from the pt's vein. A vascular surgeon intervened to remove the catheter.